Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2016. Review of the transmission revealed noise reversion episodes caused by noise on the right ventricular lead. All other electrical measurements were stable and in range. It was noted that the ventricular lead had a history of noise since (B)(6) 2011. The patient was asymptomatic and stable during and post event. No intervention was reported. The patient would continue to be monitored.